Manufacturer narrative:
The catheter was discarded after the procedure. The lot number was not available to review the device history record. Other devices were used in the case. The cause for the reported perforation is unknown. Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the specification requirements. As stated in the instructions for use (IFU), vascular perforation is an inherent risk and that the catheter shouldn't be forced into the vessel.

Event description:
It was reported that after the procedure, when they wanted to wake up the patient, he was hypotonic and didn't recover from the anesthesia. After 2 days observation in the intensive care unit, he recovered. It was reported that the doctor said the perforation could be due to the catheter.